Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. In this case, the device was prepped prior to use with no issue/ leak noted, which would suggest that the device was not damaged prior to use. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified proximal left anterior descending artery that was 90% stenosed. A 3.75x15mm nc trek balloon was advanced to the lesion with some resistance due to anatomy and ruptured on the first inflation at 8 atmospheres. A same size non-abbott balloon was used to successfully complete the dilatation and then implant a xience stent to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.